Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, improper component placement, occlusion of device or native vessel, and endoleak. Furthermore, users are made aware of the risks associated with type ii endoleaks in the IFU, and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2015, the patient had two gore® excluder® aaa endoprostheses implanted. On (B)(6) 2019 the patient had a CT scan the showed a type ii endoleak and possible type 1a. On (B)(6) 2019, the patient went in for a re-intervention to treat the endoleaks. Reportedly the patient had three type ii endoleaks which were located at the l3, l4 and l1 lumbar arteries. The physician decided to coil embolize the three endoleaks and implanted a gore® excluder® aaa endoprosthesis (aortic cuff) just to be overly cautious. The patient reportedly tolerated the procedure.